Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen (10 mg/ml at 0.5 mg/day) via an implanted pump. The patient¿s medical history was chronic pain. The indication for pump/catheter use was failed back surgery syndrome, spinal pain, and non-malignant pain. It was reported that the patient was having surgery to replace the pump for eri (elective replacement indicator). When the catheter was removed from pump, the attachment/connector broke and when the physician tried to aspirate the catheter, the catheter was unable to be aspirated. The physician then decided to replace the entire catheter with a newer model catheter. The original catheter remained implanted and not in use. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8709, serial/lot# (B)(6) implanted: (B)(6) 1999, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected information: section d information references the main component of the system. Other relevant device(s) are: product ID: 8709 serial/lot# (B)(6), ubd 2001-07-09, UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.